Manufacturer narrative:
The investigation determined that test results from a patient sample processed on the engen laboratory automation system were mis-associated with the sample identification number (sid) of a different patient. The engen system correctly identified the issue by generating a cross check error, as designed. The operator opened the engen centrifuge module without properly stopping it and removing all samples as instructed in the user documentation. In addition, the operator manually handled several sample tubes and inadvertently swapped the positions of the sample within the centrifuge module such that it was no longer in the centrifuge rack position tracked by the engen software. The root cause is user error. The operator was not following the engen centrifuge module instructions for use and the operator did not respond appropriately to the cross check error. There was no evidence that an instrument related issue contributed to the event.

Event description:
The customer reported that test results from a patient sample processed on the (B)(4)laboratory automation system were mis-associated with the sample identification number (sid) of a different patient. Mis-associated patient results may lead to inappropriate physician action. The mis-associated patient test results were reported from the laboratory, however, the affected sample was repeated and a corrected report was issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).